Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as mechanical overstress, off-axis loading, or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an 8110-032 cortical bone screw, 3.5 mm x 32 mm, snapped off during insertion with an alpha plate. The break occurred in the humerus, and the broken screw fragment was left in the patient. This issue was identified during a proximal humerus fracture procedure performed on (B)(6) 2025. Additional information was received on 11/20/025: during the procedure, a 3025-018 alpha plate, right, 18-hole was used when an 8110-032 cortical bone screw (3.5 mm x 32 mm) fractured during insertion. No other screws were implicated, and no damage or malfunction was reported with the alpha plate. To complete the case, additional screws were used, including two ar-8935-26 low profile screw (3.5 x 26 mm) and one ar-8935 low profile screw from the titanium ankle fracture set. The surgery was delayed by approximately 45 minutes, and it is unclear whether additional anesthesia was administered during this time. The patient¿s bone quality was assessed as good, and bone preparation for implant insertion was performed using an ar-8943-30 2.5 mm drill bit from the titanium ankle fracture set. No further intervention was considered or planned to retrieve the screw fragment.